Manufacturer narrative:
Investigation summary: bd received samples and photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was not observed. Evaluation of both samples and photos showed clumping of additive in the tube. Due to this the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was unable to duplicate and confirm customers failure mode of foreign matter because the fm described by the customer is an additive there were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the health care worker found a large lump of agglutination in the inner wall of the blood collection vessel when collecting blood. No harm was caused to the patient or others.